Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss of change of therapy; the patient was loosing a little bit of stool since they were implanted but the healthcare provider (hcp) told them to wait until the prolapse was taken care of and then increase the stimulation. The patient used their patient programmer (pp), they were at p4 at 1.0v, to increase stim and stated they would increase more if needed. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.